Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result generated when using a cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system. The initial sample generated sars-cov-2 positive. 2 days later a new sample was recollected and tested on the same cobas® liat® system, also generated sars-cov-2 positive. That same day, another new sample was recollected and sent out to an outside laboratory. The result was negative, no additional information was provided on the platform used to perform the retest. No harm is alleged. An investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
System assessment of the optical data indicated punctual disturbances in the values. Those may be caused by potential tube leaks during run 1038 and near run 1070. Furthermore those events led to temporarily shifted background values that reverted to expected values shortly after. No impact on the performance of the analyzer could be observed - no incorrect results have been generated. No potential false-positive results could be found during this investigation. (B)(4).